Event description:
As reported, during relabeling activity on (B)(4) 2015 in a local (B)(6) warehouse, (B)(4), a strand of hair was found inside the sterile packaging of super torque plus diagnostic catheter. The integrity of the sterile pouch was not damaged/compromised. A picture was provided. This device was not used on a patient, therefore there was no patient injury.

Manufacturer narrative:
The device is available for analysis; however it has not yet been received by the decontamination lab. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the device was not returned for analysis. Complaint conclusion: as reported, during a relabeling activity in a local (B)(4) warehouse, a strand of hair was found inside the sterile packaging of a super torque plus diagnostic catheter. The integrity of the sterile pouch was not damaged nor compromised. This device was not used on a patient; therefore there was no patient injury. A picture of what appears to be a pouch of a cath f6 st+ jr3.5 100cm was provided for evaluation. During the inspection of the picture, a foreign material was noted on the sterile pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported packaging/pouch/box- foreign material-in sterile package: moveable particle (cardiovascular) was confirmed through the receipt of a picture in which we assume to be a hair strand. However, based on the picture, it is not possible to relate this event to external contamination or that this condition might be a possible internal manufacturing issue. The investigation is usually based on the received samples, but in this case we have no physical evidence to perform a detailed inspection and according to the device history record (DHR), there are no more units available on hand for this lot. Awareness will be provided to the associates in the daily production meeting on each line to remind the associates to verify in each station this type of contamination issue. Based on the DHR review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.